Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user was added to active directory (ad) but does not appear on the pyxis server. As a result, access could not be granted to the user. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had been added to active directory (ad) but did not appear in the pyxis server. The technical support specialist (tss) remoted into the server and accessed active directory. The user in question was found in the domain; however, the user was not a member of the ad group configured to sync with the pyxis environment. The system functioned as intended after technical support specialist troubleshot the device.